Event description:
The physician removed the guide wire and reloaded it through the soft tissue drill bit and proceeded to drill a second hole on the glenaiod. After the drilling was completed, he tapped the guide wire into the gleniod and it was not holding. That is when facility identified that the drill guide tip had broken off and was seated in the glenoid. The physician then pulled on the first anchor and it pulled out. The case was completed using competitive product. Further contact indicated the broken piece of guide wire was not retrieved. An anchor was inserted over the remaining portion. Physician was not concerned.